Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated very low battery alerts and failed to charge despite outlet and charger changes, consistent with premature battery discharge in the device's battery component, and a replacement device was arranged; the user reported a highest blood glucose of 450 mg/dl and used subcutaneous insulin by pen. Symptoms included hyperglycemia, excessive thirst, dry mouth, and headache. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related component failure and premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.